Event description:
Error 101 and 207 reported by clinical staff. The system has been run in engineering at the user facility and no faults have been found. It was reported that the patient involved later died but there is no report that the device caused or contributed to the death.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident in the UK was returned to belmont medical technologies (UK office) for evaluation. Error 101 and 207 reported by clinical staff. The system has been run in engineering at the user facility and no faults have been found. It was reported that the patient involved later died but there is no report that the device caused or contributed to the death. Death. The user indicated that error 101 and error 207 were reported by clinical however engineering at the user facility could find not faults. The device was returned to belmont for investigation. The user will lose the ability to infuse the patient during the alleged error. The device alarms and gives instructions on the screen to resolve the issue. Other methods of infusion can be used in the event the issue cannot be resolved. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of system error #101, the rapid infuser displays the following alarm message, "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists. The following conditions may result in a "heating fault" alarm. Whereas, in the event of system error #207, the rapid infuser displays the following message, "check pump for blockage. Press retry to continue. Service machine if error persists". The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. Evaluation: upon receipt of the referenced rapid infuser ri-2 unit, belmont service engineers were unable to confirm the customer complaint of error 101 and error 207 after extensive functional testing and stress testing at elevated temperature. It was found the reported error 101 and error 207 could not be reproduced after extensive testing. No device malfunction could be verified and the root cause could not be determined. The unit performed according to our specifications upon receipt. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The device history records for this serial number were reviewed and no anomalies were identified. No device malfunction could be verified, and the root cause could not be fully determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.